Manufacturer narrative:
(B)(4). Teleflex did not receive the device for analysis. The reported complaint of "possible helium loss alarm" was confirmed based of the information provided to the clinical support specialist. The root cause of the leakage is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. This issue will be monitored for any developing trends.

Event description:
It was reported that the rn is calling about a patient that arrived about 20 minutes ago after being transported from an outside facility. The intra-aortic balloon (iab) was placed at the sending hospital. The patient is stable but they continue to have persistent helium loss alarms. The rn has stated that they have found no kinks anywhere, and they have checked all of the connections. The rn also stated that they have already disconnected and reconnected all connections with no change. There was also no reported blood in the gas tubing. The clinical support specialist (css) walked the rn through a leak test. There appeared to be an internal leak test. The pump was exchanged with no difficulties and a very minimal delay, was reported no harm to the patient. There was no reported death or serious injury to the patient. The patient continued to receive therapy and remained stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rn is calling about a patient that arrived about 20 minutes ago after being transported from an outside facility. The intra-aortic balloon (iab) was placed at the sending hospital. The patient is stable but they continue to have persistent helium loss alarms. The registered nurse has stated that they have found no kinks anywhere, and they have checked all of the connections. The rn also stated that they have already disconnected and reconnected all connections with no change. There was also no reported blood in the gas tubing. The clinical support specialist (css) walked the registered nurse through a leak test. There appeared to be an internal leak test. The pump was exchanged with no difficulties and a very minimal delay, was reported no harm to the patient. There was no reported death or serious injury to the patient. The patient continued to receive therapy and remained stable.